Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03297, 0001825034-2017-05957, 0001825034-2017-05956.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 05956. 0001825034 - 2017 - 05957. Concomitant products: unknown magnum cup p/n unknown l/n; unknown magnum femoral head p/n unknown l/n unknown. A revision has occurred, but it is unknown if the device(s) will be returned for evaluation at this time. The information is being followed up up on. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient underwent right hip revision due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products: 11-163687, 32mm m2a hi carbon hd -3mm nk, lot 885540. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.